Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: on (B)(6) 2015 during the resident's transfer from the chair to the bed using maxi move passive lift and the sling connected to lift the resident slipped through the bottom of the sling and hit the head on the floor. The facility stated that they feel that the sling was too big for the resident. As a consequence of the incident the resident sustained a laceration to scalp 1.5 cm x 1.5 cm and then was hospitalized. Scan was performed and a dressing was applied.

Manufacturer narrative:
(B)(4).